Event description:
It was reported that a user experienced hyperglycemia after missing a meal announcement, with blood glucose reaching 400 mg/dl and subsequent correction delivered by the ilet bionic pancreas. Investigation of this case revealed user-related use error associated with a missed meal announcement leading to postprandial hyperglycemia. No symptoms associated with elevated blood glucose. Outcomes included transient high glucose that resolved following automated device corrections, with no hospitalization reported. It was concluded that the device functioned as designed and the event resulted from use error, for which education on correct meal announcement was provided.